Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found worn tubing at pinch valve pv42 and replaced this tubing resolving the reported leak. Service also replaced all pinch valve (pv) tubing on the center (diluter) panel as preventative action. The system was verified and validated. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 3ml from pinch valve pv42 in a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and the customer observed dried saline on the countertop. There were no errors or system messages observed in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.